Event description:
Customer reported that insulin pump keeps giving her a threshold error. Customer stated that her blood glucose reading said 42 mg/dl when it was actually in the 500s. Customer's most recent blood glucose reading was 159 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.